Manufacturer narrative:
The nb user manual, pn 001364 rev. K, provides operating instructions in chapter 4 to check the intensity of the light using a radiometer per the institution's procedure (see section 6.1). The intensity of the light was factory calibrated to deliver 35 uw/cm2/nm at the high setting and 15 uw/cm2/nm at the low setting at a distance of 12 inches (30.5 cm) from the baby. Replacement led panel was shipped to the customer and tech support advice the customer to reseat the connection of high - low intensity switch, to resolve the issue. Tech support has made several attempts to contact customer for the status of the device after replacement, natus will provide supplemental report as needed.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue 3 had led board failure. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.